Manufacturer narrative:
Weight of pt is not known, office was not able to provide the info. Hu- friedy does not track our devices, which are mostly low risk class 1 devices, by serial number, only a lot # which is tied to the date of manufacture. Since the instrument was not returned, we were not able to determinate the lot number. The product involved in the event was a stainless steel instrument that does not have an expiration date. The device is not implanted, therefore, implant/explant dates are not applicable. Since the device was not returned, all evaluation codes were marked n/a.

Event description:
During a regularly scheduled dental cleaning with dental hygienist, the curette broke at the shaft and the pt swallowed approx 11mm of the working end of the instrument. The doctor's office gave the pt the remainder of the broken instrument, so that he could take the instrument to the hospital with him. The pt went to the emergency room with the remaining instrument and indicated that he had swallowed the end of the instrument. The pt was x-rayed and the instrument was found inside the pt, in order to make sure that the instrument passed without complications, the hospital kept the pt for observation for 2 days. When the instrument passed on the 2nd day, the pt was released from the hospital and scheduled for a follow-up visit.